Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. An orange coude catheter was returned opened with original packaging. The catheter was noted to not have any eyelets punched. The sample does not meet specification, as the product does not meet the finished eye burn dimensions. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient received a eye tiemann catheter without eyelets on the last order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient received a catheter without eyelets on this lot.